Manufacturer narrative:
(B)(4). This is report 3 of 4 for this peritonitis event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A batch review was conducted on potentially associated lot (11g15h25) and no issues were found related to the reported condition during the manufacture of this lot. This complaint was not confirmed. The cause of this peritonitis event was undetermined and no device malfunction or use error was identified.

Event description:
During a follow up call for an unrelated alarm the home patient (hp) reported having peritonitis. The hp stated they are no longer performing pd therapy. Hp stated is currently doing hemodialysis. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012 who confirmed that the patient was hospitalized on (B)(6) 2012 with peritonitis with a culture positive for (B)(6). The patient did receive antibiotic treatment, but the pdrn stated that the patient was being treated at another facility and was unable to confirm the medication, route or dose. The pdrn stated that the cause of the peritonitis was unknown. Product surveillance spoke to the unit (B)(6) registered nurse (rn) of the facility that the patient began care at after release from the hospital. The rn stated that she had no information about this peritonitis event. The rn did state that the patient will not be returning to peritoneal dialysis therapy and will be having her catheter removed at a later time. No further information will be made available for this peritonitis event.